Event description:
It was reported to philips that system did not fully start-up, stuck at "00". The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the flex pc was not powering up. Upon troubleshooting with customer, they found the flex pc was not powered up automatically. To resolve the issue, the customer pressed the power on button manually. After manually turning on the device, the system was returned to use in good working order. The codes were updated based on the investigation outcome.